Manufacturer narrative:
There were no issues found with the software. The site believed that the scrub tech may have bumped the frame during surgery. They have done multiple successful cases since with no further issues.

Event description:
A medtronic rep reported a navigational inaccuracy of about 1cm in the cranial portion of a transsphenoidal case. They were using mach cranial and had done the ent portion of the case accurately and without issue. At some point after reaching the tumor they noticed that navigation was no longer accurate. They aborted navigation at this point but continued the case with a successful outcome. There was no impact to the pt.